Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A size 5 triathlon tibial component and 5 x 13 cs insert were revised to a size 4 triathlon tibial component and 4 x 14 cs insert. Spoke to rep, patient was revised one day after the primary. Surgeon noticed some medical overhang on the tibial component which had shifted. Surgeon took out liner and tibial component and downsized both. When downsizing the poly, surgeon decided to increase the thickness.